Event description:
Patient reports their freedom pump is not working properly at times. Pt reports the pump does not hold the syringe in place and the syringe pops out of place with pt having to hold or reinsert the syringe. Pt was able to infuse the total infusion and did not experience an adverse event as a result of pump not working properly. Pt's next infusion is on (B)(6) 2026. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if pump is available for possible return. Unknown if doctor is aware. Dose/amount: hizentra 20% pfs - 10gm. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.